Event description:
Information received indicates the foot end brake casters are not holding in brake.

Manufacturer narrative:
The technician replaced the broken brake/steer linkage and both foot end brake casters to repair the stretcher.